Manufacturer narrative:
The complaint description states that one of the locking / location tabs has snapped off. The device associated to the complaint was returned for analysis. The visual analysis of the returned product shows a wear having for origin the use, and breakage ¿tip¿. This product has been checked dimensionally at various places : it was initially in conformity with its definition. The DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification (doc-7e070436 / a). For this batch, there was no deviation or non-conformance. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. Regarding the locking screwdriver, previous investigations identified a trend for the teeth breaking. A health hazard evaluation meeting was conducted in july 2013 and identified a potential harm; documented in (B)(4), completed in september, 2013. (B)(4) was initiated in 2013 to determine root cause and corrective actions. The root cause was determined to be inadequate design for unintended off-axis use. A redesign of the delta extend screwdriver guide is ongoing to ensure that the screws are captured properly and torqued "on-axis," thus preventing overloading of the teeth in the screwdriver, which could result in the fracturing of the teeth as seen in the initial complaints. Based on the information received and the investigation performed, the root cause of the incident is related to product design. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One of the locking/location tabs has snapped off.